Event description:
Urinary catheter balloon with leak/collapse of balloon while attempting to insert foley urinary catheter. While placing new foley catheter (18 fr non latex 30ml balloon), sn used 10ml of sterile saline to start inflating the balloon. There was a mild report of discomfort; 5ml more sterile saline instilled when pulling back no saline return. Foley removed and noted the balloon was not inflated and there were s shaped flaps where the balloon was supposed to be.